Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with an 804 error code; this condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. The software version is currently unknown at this time. No additional information is available.

Manufacturer narrative:
(B)(4).the device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 804 was confirmed during event history log review. The cause of the reported condition was determined to be software failure. The reported condition wasn't reproduced and the pump was working in the specification during product evaluation, so no repair was required to fix the reported condition. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006. Should additional information be received, a follow-up medwatch will be submitted.